Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubie pockets in drawer were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the broken retractor on drawer main 2-1. After replacement, tested all pockets and ran diagnostics. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubie pockets in drawer were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.